Event description:
The customer reported that the system would not start-up (boot up). There is not report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cpu batteries were replaced. The system was then found to be operating as intended.